Event description:
Medtronic received info that following the implant of this bioprosthetic valve, a hole was discovered in one of the leaflets. The valve was explanted and replaced with another freestyle valve. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history could not be reviewed as the serial number was not provided. Results: device history could not be reviewed as the serial number was not provided. Conclusion: cause of event determined to be related to user error. Analysis: upon receipt at medtronic's quality laboratory, all leaflets were slightly stiff but flexible. This finding is expected since the valve went through decontamination process that includes a high concentration of a tissue fixation and along with blood contact are both known to cause stiffness of the tissue. A perforation or puncture in the left cusp adjacent to the margin of attachment was due to a sharp instrument such as forceps. Conclusion: no issues were identified that would have impacted this event. Analysis determined the cause of the event was related to user error at implant.